Event description:
Caller reported an error with a continuous glucose monitor, specifically a cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer was provided with instructions for a complete pump reset by technical support and would proceed with the reset when ready, with the option to follow up if the issue remained.